Event description:
Customer reported damage to the drive support cap. Customer's blood glucose is 109 mg/dl. Customer stated that the drive support cap is slanted to flush. Nothing further reported.

Manufacturer narrative:
The insulin pump has a flush/protruding drive support disk. There is a cracked display window, cracked battery tube threads and a cracked reservoir tube lip noted during visual inspection.